Event description:
Nurse reported that while she was attempting to draw up tubersol into a tb syringe that it began to leak out of the syringe around the barrel even before administration to the patient. This required the nurse to redraw the last of the medication into another syringe to administer to the patient. FDA safety report ID# (B)(4).